Manufacturer narrative:
Service was not dispatched

Event description:
The customer contacted beckman coulter inc (bec) to report obtaining a no value ind flagged accutni results for two patients and qc generated on the access 2 immunoassay analyzer. The erroneous results were not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The samples were repeated on the same unit and results within the normal range were obtained. Patient results are provided. Sample collection and centrifugation information was not provided by the customers. While troubleshooting with hotline, a customer technical support (cts) instructed the customer to unload and inspect the reagent pack. The customer discovered that an accutni reagent pack had not been properly loaded in the designated slot on the reagent storage carousel by the customer. The reagent pack was physically in position #2 while the reagent inventory screen showed that is was suppose to be in position #1. The customer stated to cts that they were able to remove the misloaded accutni reagent pack and correctly load a new one. Service was not dispatched for this event as the likely root cause was discovered while troubleshooting with cts. User error is the root cause for this event.